Manufacturer narrative:
Device available for evaluation: yes, device returned on: 05/24/2019. Device returned to manufacturer: yes. Device evaluation: the lens was received on 05/24/2019 and evaluated using magnification and no foreign/particle or hair was found in the sample lens. The complaint reported could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; if explanted, give date: not applicable, there is no indication that the lens was implanted. . (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that before the operation, the surgeon checked the lens under microscope and discovered there is a hair inside. Lens was not used. All the information available has been submitted.